Event description:
The following has been reported by customer: air detector comm error. Description: -cleaned pump, it was extremely dirty-with 17 months left on the pm, I did not want to pm it unless necessary, but the device failed the occlusivity test, and I tried to recal pressure and air, but I got the air detector comm error as well, so I decided to do full pm-the brass insert in the enclosure for the battery door was loose, so I had to pull it out and then use epoxy to get it back in properly-pm complete reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to (B)(4) as repairs were carried out locally. According to provided information, the pump shows several damaged parts and several tests failed. Traces of seepage were also found. For this reason, damages were likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.